Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutting failure occurred, condition of aspiration and actuation was unknown during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.4., h.3., and h.10. Based on information received following submission of the initial report, the lot number was changed to unknown the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch. The sample was visually inspected and found to be non-conforming with the needle slightly bent. The sample was then functionally tested for actuation and cut. The functional tests could not be performed as the needle assembly pulled out of the needle holder during the testing. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Black foreign material was observed on the inner cutter. Gouge marks were observed on the forward cutting edge and multiple other locations along the inner cutter. Adhesive was observed to be present on the stiffener and the needle / needle holder adhesive bond was found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the needle assembly pulled out of the needle holder during testing. Therefore, the cut functionality of the probe could not be tested and the reported cutting failure was unable to be confirmed. It appears that during use the adhesive bond failed causing the needle assembly to detach from the needle holder. The exact root cause of the detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been initiated in order to investigate the root cause of the needle assembly detachment. All probes are 100 percentage visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).